Event description:
It was reported during device preparation, the leadless pacemaker (lp) helix caught on the protective sleeve and became stretched. The lp was exchanged, and the procedure completed without issue. The patient was stable.

Manufacturer narrative:
DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomaly.